Event description:
It was reported that the lead broke. The pt was not active and it was unk why the lead broke. Any resulting pt symptoms at the time are unk. The system was replaced. It is unclear if there was another surgery at some point to replace the broken lead or if it was replaced at the same time as the ipg.